Event description:
It was reported that this right ventricular (rv) lead exhibited lead conductor fracture. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.